Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are loose, achy and uncomfortable. Their dentist confirmed their bite has been compromised and they need corrective work done by an orthodontist. The dentist confirmed that their teeth are in so much pain due to them being loose.